Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following an intraocular lens (iol) implant procedure, the patient had starbursts around light/glare disabling. The iol was exchanged for a different iol approximately 2 months following the initial procedure. Clinical reason was given as "positive dysphotopsia". Additional information requested.